Manufacturer narrative:
No reported device malfunction.

Event description:
It was reported by the customer that their ambulance was involved in an accident in which the emt was thrown from the seated position into the fowler of the cot, which was elevated. This event caused the emt to break some ribs. It was reported that the patient was not injured and that the cot remained fastened during the accident event. There was no malfunction reported for the ambulance cot however it did contribute to the injury reported for the emt.